Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: after performing venous access puncture it was observed that it ruptured between the connection of the blue "butterfly" and the extension of the catheter, where during the infusion of saline solution the leak was evidenced.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: after performing venous access puncture it was observed that it ruptured between the connection of the blue "butterfly" and the extension of the catheter, where during the infusion of saline solution the leak was evidenced.

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. H3 other text : see h10.